Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the battery cap could not be removed. During troubleshooting, the battery cap was able to be removed, and damage to the battery cap was observed. No damage or moisture was observed to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.